Manufacturer narrative:
Bayer service performed a system service check out of the medrad stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable products used during the procedure were discarded; however, five lot numbers were on the shelves in the room. Bayer product analysis has requested retained samples for these lots and plans to perform functional testing, therefore, this investigation remains in progress. A bayer clinical support specialist contacted the site and an offer of additional applications training was declined.

Event description:
The site reported the following: a cta of the chest and abdomen with contrast was performed on a (B)(6) male emergency department (ed) patient who presented with symptoms of aortic dissection. The contrast injection was performed while connected to a medrad&#59411;stellant injector system. The patient's condition remained stable upon arrival to CT. He had pressure infusor assisted IV fluids being administered in his left arm. Therefore, his right arm was used to deliver the IV contrast. Post procedure and approximately 10 minutes after being transported back to the ed, the patient complained of pain and dizziness. He suffered a subsequent cardiac arrest, CPR was initiated; however, the patient expired. The radiologist reviewing the CT images detected approximately 10ml of air in three locations of the heart as well as air in the left arm. The source of the air is unknown. No aortic dissection was detected. The family did not wish to have an autopsy performed. The physician reported that the cause of death was cardiopulmonary arrest and the air did not contribute to the patient's death.

Manufacturer narrative:
Bayer product analysis performed functional testing on retained samples from all lot numbers provided by the site and all lots performed to specification.